Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was able to successfully load the cartridge after seven attempts and resumed insulin delivery.